Manufacturer narrative:
Evaluation narrative - two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of sample (a) shows both ts remain on the insertion needle. Examination using a stereo microscope confirmed both ts are damage and missing material. The ts appear to have been implanted as the suture between the anchors has been cinched and there is bio-material present. Ts were removed from the needle and the device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Visual assessment of sample (b) showed it is dramatically bent on two planes. Both ts are free from the needle. Only t1 and a length of suture were returned. The depth limiter is damaged at its distal end and two additional places along its length. The device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Device returned for evaluation on 31 march, 2016. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the curved fast-fix 360 during an unknown procedure. There was a reported short delay of less than 30 minutes, and no patient injury was reported.